Event description:
It was reported that this right atrial (ra) lead was found coiled on top of the device instead of underneath, with a tangled lead and capsule noted upon pocket opening. Additional information indicates that the physician could not determine whether the anomaly resulted from twiddler syndrome or if the ra lead had been implanted in that position. As of this time, this ra lead remains in service. No adverse patient effects were reported.